Manufacturer narrative:
Additional information: b5. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 01oct2018 noted that the hub separations were noticed 1-2 weeks after placement. It was found that the flare was exposed in the hub separations. All three patients needed additional procedures to replace the defective catheters. None of the patients experienced any adverse events due to these occurrences. The defective devices are unable to be returned.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history and documentation of the device, as well as a repeat of a representative investigation with a similar device was conducted during the investigation. The complaint device was not returned; therefore no physical examinations could be completed. Additionally, a document based investigation evaluation was performed. Based on the current documentation, inspection activities are in place to prevent the release of nonconforming product related to the reported failure mode. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as potential failure modes. The technical files covering these catheters indicate that the risks associated with the devices are acceptable when weighed against the benefits. A review of the device history was unable to be performed, as the lot information is unknown. The instructions for use (IFU) advise the user to inspect the device prior to use to ensure that no damage has occurred. Based on the information provided, no returned product and the results of our investigation, a definitive root cause could not be established. Appropriate measures have been taken to address this failure mode. Per the quality engineering risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that three ultrathane mac-loc locking loop multipurpose drainage catheters were placed into the kidneys of three patients for nephrostomy exchange procedures. In an unknown time after the procedure, it was discovered that the catheter had separated from the hub. Additional information regarding event details and patient outcome has been requested, but is not available at this time.